Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had several tiny and large air bubbles. The customer's blood glucose was 312 mg/dl at the time of the incident, the customer reported that they also had 170 mg/dl blood glucose reading. The customer stated that the reservoirs were not fitting of the transfer guard. Troubleshooting was not performed, insulin was not stored at room temperature. The reservoir will not be returned for analysis.